Event description:
It was reported that the user was unable to turn and lock the connector during a cartridge change on an ilet system with an initial blood glucose of 312 mg/dl, despite the pump being restarted and fully rewound and the cartridge seated properly; photos of the chamber showed no visible damage, and two connectors from one box would not lock, while a connector from a new box locked successfully, with the affected lot recorded; the implicated component was the reservoir assembly and its connector, and the medical device problem was a fitting issue. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact, with blood glucose improving to 219 mg/dl after resolution. Investigation of this case revealed a mechanical problem associated with the fitting of the connector in the reservoir assembly. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.